Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately nine years five months later CT revealed, positive for caval perforation. Perforation of struts was demonstrated as 1 o'clock 19.80 mm, 2 o'clock 8.50 mm, 3 o'clock 3.30 mm, 4 o'clock 8.50 mm, and 5 o'clock 9.40 mm along the periosteum. Also, the filter was tilted right side measuring 15.43-degrees. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.